Event description:
Nurse went to draw labs from the double lumen line as she was drawing, she noticed that there was leaking from a crack in the cap. There wasn't any noticeable leaking on or around the patient, only when she was actively drawing labs. There was no detectable harm.